Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the air and water supply volume did not meet standard value due to clogging of the nozzle. In addition, evaluation found the bending angle in the up direction did not meet standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked and a white clouded area, the water removal ability did not meet the standard value due to clogging of the nozzle, the adhesive around the objective and light guide lenses had a whit clouded area, the scope cover was dented, the connecting tube was dented, the connecting tube was buckled and wrinkled, the forceps channel was shaved, the paint on the suction and air/water cylinders was peeled, the universal cord was wrinkled, the control unit was shaved, the electrical connector was discolored due to water leakage, the image was partially dark due to a scratch on the objective lens and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera gastrointestinal videoscope had air/water supply issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.